Manufacturer narrative:
UDI: (B)(4). Device manufacture date: the device manufacture date is unavailable. Initial reporter: the contact¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified tenting surgical procedure, it was discovered that the tip of the cutter device broke when the surgeon tried to make a suture hole. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. No adverse consequences were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device by visually inspecting the external features. It was observed that the tip of the cutter device was broken. The device was examined and photographed using 40 x magnifications. It was determined based on the photographs that, the angle indicated there was excessive force applied. It was determined that the device was broken due to an excessive lateral or side to side force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Incorrect lot number. The lot number was incorrectly documented. The serial number has been updated from (B)(4) to (B)(4). Device manufacture date was updated to (B)(4) 2015 to reflect the change. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.